Manufacturer narrative:
(B)(4) .

Event description:
It was reported that patient experienced pain at implant site. The patient was advice by representative to turn off the device. The patient was at the health care provider's office who palpated the site. The issue was not resolved at the time of this report. It was noted that surgical intervention was planned and scheduled for (B)(6) 2015 to have the device removed. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.